Event description:
The customer reported that the system had an overload fault and precharge fault errors and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.